Manufacturer narrative:
Precision performed on instrument: tsh: n=10, %cv=2.1. Fse sent on site to evaluate instrument performance: ran st t4 precision and sensitivity: sensitivity=0.040 (spec.=0.5). Precision: %cv=2.3 at rate of 18.346; 3.3 at rate of 13.198. St tsh sensitivity=0.0046, (spec. =0.03). This is an initial report. The final report will be submitted at the conclusion of the investigation.